Manufacturer narrative:
The event of deformation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation.

Event description:
Healthcare professional reported "constructed deformity, double bubble appearance with a crease in the mid portion and contralateral rupture" by CT scan. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d6(b), h6.

Event description:
Healthcare professional reported left side deformity, double bubble and crease in the mid portion. The device has been explanted.